Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to ask for assistance increasing amplitude. The patient had a return of leaking for the past couple weeks, and their managing physician recommended they increase amplitude. The patient was diagnosed with a yeast infection (no allegation related to device/therapy), and was put on medication for that. It was after this that the leaking symptoms returned. They were also tested for a urinary tract infection (uti), and did not have a uti. Troubleshooting was unable to be performed as the communicator needed to be charged. They would call back for assistance increasing amplitude. They called back less than an hour later and reported they needed to be walked through increasing the therapy strength since they were experiencing leakage. They were walked through connecting to the ins. The patient reported seeing "internal device has lost all data contact clinician." The message was reviewed, and the patient was redirected to their healthcare provider to have the device reprogrammed. The patient reported this was the first time seeing the message.